Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, while attempting to advance a smart coil in its introducer sheath, resistance was encountered and the smart coil would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using four non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.